Event description:
It was reported to philips that the users could not deliver a shock during use as the device was not displaying ECG traces. There was no negative patient impact. The users changed defibrillators to treat the patient.